Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 50 mg/dl .the customer had no any symptoms. The customer¿s blood glucose level was 90mg/dl at the time of the incident. Customer decline for troubleshooting for low blood glucose level. Customer stated he had issues with the sensor. There was no indication that the insulin pump over delivered insulin. The product was not returned for analysis.

Manufacturer narrative:
Inspected one opened and used sensor and performed continuity resistance test sensor passed per specification. Also performed bicarbonate buffer test. Sensor failed per specifications due to low readings. See attached file for details.